Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) (B) (6) alleging that her onetouch ultramini meter was set to the incorrect unit of measure setting (mg/dl). The complaint was classified based on the customer service rep (csr) documentation. The pt reported that she purchased the subject meter in the united states and did not realize the unit of measure setting unit she had tested about 5 or 6 times. At an unspecified time on (B) (6) 2010, the pt reported that she obtained a blood glucose reading of "208 mg/dl" that she claimed she interpreted as "20.8 mmol/l (374 mg/dl)." In response to the result, the pt stated she took an increased dose of humalog insulin (dose unk). A few hours later, the pt reported feeling shaky and dizzy. The pt claimed she treated self with food and/or drink. Replacement products were sent to the pt. This complaint is being reported because the pt claims she misinterpreted a result obtained on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.